Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, at around 7:00 pm, the patient was experiencing inaccurate glucose readings. The patient initially noticed that her cgm readings were jumpy or erratic, the patient was unable to recall the specific values. At the time of comparison, the patients cgm showed a reading of 120 mg/dl, while the bgm was a value of 20 mg/dl. The patient experienced symptoms consistent with hypoglycemia, including sweating, confusion, fatigue, and loss of consciousness and ¿fell asleep¿. The patient confirmed that she did lose consciousness; however, the paitent was unable to recall how long she was unconscious. On (B)(6) 2026, she was at home, and no medical intervention occurred. The patient did not take any medication or corrective treatment and allowed the hypoglycemia to resolve on its own. The patient reported feeling fine afterward. The patient performed another bgm check after regaining consciousness; however, she was unable to recall the result. She subsequently decided to remove the sensor due to the inaccurate readings, and the next sensor showed no issues. At the time of the report the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.